Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer (pp). There was poor communication on the pp. The patient was unable to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was four months ago. The last successful charge session was 6-7 months ago. The patient was in the hospital for other things and was traveling that was why she did not charge. It has been over 3 months, the device may be in overdischarge. It was reviewed the importance of keeping the implantable neurostimulator (ins) charged to maintain therapy. The patient was redirected to the health care provider (hcp) to follow up to have the overdischarge resolved. Additional information received from the consumer reported they tried to charge both the outside adaptive stimulation and the neurostimulator. The neurostimulator would work for a week and shot down on and off. The patient had not used it for 8 months and needed it to work urgently. It was noted the patient's first stimulator was implanted in 2002 in the right backside. The patient had been helped much with both. Medical history includes non-malignant pain.